Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, sleep current test, active current test and self test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed unexpected battery power loss and charge, battery lasts less than expected due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Insulin pump received with scratched case. Insulin pump received with pillowing and cracked keypad overlay at select button.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did receive low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.